Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation of the downloaded flag data from the distributor functional testing revealed that the current for phase 2 of the pulse was slow to turn on. The cause for the failure was isolated to erratic insulated-gate bipolar transistors (igbts) controls on the defibrillator pca. The root cause for the erratic igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.